Event description:
Additional information received from the manufacturer representative (rep) reported that they were scheduled to see the patient for reprogramming and they didn¿t know this issue until they arrived. It was stated that the patient had burning and pain to their battery site. It was noted that the recharger didn¿t stop charging due to the heat. The rep stated that the patient had recharged their battery several days prior, they thought saturday or sunday, and on tuesday, wednesday, and part of the day thursday, the site was warm and painful. The rep saw them on friday and there was no heat or pain to the site. The patient stated they felt a type of ¿burning¿ in the pocket when the stimulation was on or off so they kept it off. It was stated they hadn¿t recharged during the time of the pain. All the pain and heat had resolved by the time the rep saw the patient. It was stated the rep had called technical services and read off all the information from the recharger. They checked impedances and found an irregular electrode #5 which was greater than 40,000. All other electrodes were good. The patient¿s programs on arrival were not utilizing #5. The rep gave a new program as well and again not using #5. The patient was getting very good stimulation to the painful areas. The physician assistant was unsure of the cause of the pain, as the pain and heat were gone when the patient was seen in the office. No redness and nothing to report. The patient was advised to contact the physician if it happened again.

Event description:
The manufacturer representative (rep) reported that the patient was having heat at the battery site with pain in the area for the last 3-4 days. They noticed the issue on (B)(4) and the patient attributed the issue as a result of recharging the weekend prior to (B)(4). It was reported that the recharge stat showed the patient last recharged was (B)(4) and they didn't recharge again until (B)(4). Recharging stopped due to heat after the battery site issue was reported. I didn't appear that recharging was the cause of pain at the implantable neurostimulator (ins) site. The rep reported that the patient recharging process wasn't any different than the past. There was a report that electrode 5 was greater than 40,000 ohms. Speculated that there might be fluid in the pocket causing the issue since they were having stimulation at the ins site, even after they confirmed that therapy was off. No trauma or fall was reported to be related to the issue. Relevant medical history includes multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.